Manufacturer narrative:
It was reported that there was a longevity discrepancy following an magnetic resonance imaging (MRI) scan. The device was not returned for analysis; however, session records were provided for review. The presented high current following MRI was due to an inappropriate handling of the hom event (high output event).

Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, incorrect data regarding longevity was noted on the device. Abbott technical support was contacted and the temporary incorrect data was suspected to be due to diagnostic data clearing when programming the device into MRI enabled mode. Upon re-interrogation, the correct measurements were noted on the device and no intervention was required. The patient was in stable condition.